Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: 5091211, batch: 5091211.

Event description:
It was reported that patient exprienced inadequate stimulation and irritation at the ipg site. It was noted that the ipg had tilted. The patient had been receiving pain medicine from the physician. Additional information was received that the patient underwent a system explant procedure and was doing well postoperatively. The explant devices were not returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient experienced inadequate stimulation and irritation at the ipg site. It was noted that the ipg was tilted. The patient was receiving pain medicines from primary care provider. The patient will undergo explant procedure.